Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter, one monoject syringe, one straight non-coring needle and one unknown brand syringe were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A puncture hole was noted on the attached catheter approximately 1.4cm from the distal end of the cath-lock. Upon infusion, a small leak from the proximal portion of the attached catheter was observed while water exited the distal end. One video was provided for review. Fluid leak was noted from the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified material puncture/hole. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly leaked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly leaked. The procedure was completed by using another device. There was no reported patient injury.